Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 648 mg/dl. Elevated bg was addressed by a manual insulin injection. The customer changed the pump supplies and continued to use the current pump for insulin therapy.